Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection revealed a crack on the front of the accuslide flow regulator. No tool marks or signs of over torque were observed. Functional testing was performed; the set leaked from the crack on the accuslide. The cause of the leak was a crack in the accuslide flow regulator. The root cause of the crack was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that they had experienced two more similar tubing leaks from the ivac closure (presumed to be the accuslide flow regulator). There was no report of patient harm.